Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 12/04/2014 device evaluation: the device has been returned to animas and evaluated on 11/17/2014 with the following findings: the battery cap was stripped on top, making it difficult to remove once it was tightened.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a battery cap was damaged. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.